Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and air sensor were lifting. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The dso seal and air sensor were replaced. Further inspection found corrosion build up on the printed wire assembly (pwa) board. The pwa was also replaced, dso sensor calibrated, and the device then passed all testing.

Event description:
Device evaluation revealed the downstream occlusion seal was lifting. There was no patient involvement.